Event description:
A trilogy 100 device was returned to the manufacturer's service center for evaluation as part of the recertification process. The device was not in patient use. No patient harm or injury were reported. The device evaluation failed the active exhalation purge and proportional valve test. The investigation is ongoing.